Event description:
The manufacturer received information alleging a ventilator would not turn on. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator would not turn on. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device doesn't turn on only when it's connected. Therefore, don't extracted the mac address. The connectors are in good condition; the cabinet is in good conditions, but the device did not detect the disposable battery, so the evaluation requests its replacement.